Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD), which was included in the safety advisory communicated to physicians on november 1, 1999, could not be interrogated at a routine follow-up examination.